Event description:
No additional information.

Manufacturer narrative:
Investigation results: the batch history records: quality notifications, corrective maintenance records, and pest monitoring data analyses were reviewed. During the analysis, no records were identified that could be related to the complaint, in addition to the fact that the complaint does not include samples or photos for investigation. Therefore, it was not possible to confirm the complaint. Based on the investigation results, it was not possible to determine the root cause of the incident. The information will be captured in the trend reports and monitored on a monthly basis.

Event description:
It was reported that the satellite pharmacy dispensed one (1) unit of abocath no. 24 with a device for the nursing station. Upon opening the package, the nursing team identified the presence of an insect inside the set, specifically in the region of the flexible catheter with needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".